Event description:
It was reported that the customer inadvertently performed the load sequence while connected to the site. Subsequently, the customer experienced a low blood glucose event, with the lowest level being 29 mg/dl, which led to a visit to the emergency room and subsequent hospitalization in the intensive care unit (ICU). The customer received treatment with carbohydrates and dextrose, which resolved the issue, and no permanent injury occurred. Customer was released from the ICU on (B)(6) 2026. Tandem technical support educated the customer to not be connected to the pump during the fill tubing process.